Event description:
It was reported via repair work order that the fowler was wobbly due to damaged weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was wobbly due to damaged weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has decided to order a new unit instead of repairing this unit.